Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The sample was received used and in a plastic bag. During visual inspection, a hole in the cuff was identified in the sample. Root cause after a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damage occurred after the product left the facility. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that leakage was found when tracheostomy tube was in use with patient on the 25th day of use. This problem was solved by replacing with a new tracheostomy tube with no injury reported. There was patient involvement, and no patient harm/adverse event reported.